Event description:
I use dexcom g7 and my speaker works intermittently. Sometimes get notifications and sometimes don't. I continuously have to calibrate. I have many false readings. My blood sugar was very low and no notification. Almost 1 out of every 3 sensors is defective in some way. So if you are on (B)(6) and a sensor don't work or comes off or something else you just do without' because it hard to get replacement. If you use test strips when sensor not working you have to pay for them. I use contour next meter which is very accurate to compare blood glucose readings. I received letter saying my dexcom receiver has a recall which they don't want to replace.